Event description:
Event description: tip of pituitary rongeur was noted to be missing by scrub nurse. Sterile field searched. Surgeon ordered x-ray which displayed broken piece in disc space. Physician states retained piece has not harmed pt. Microlaminotomy and foraminotomy device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Device at least 8 years old, subject to normal, long term wear and tear.